Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, no evidence of a leakage could be identified, there was no damage observed on the syringe or any components that could contribute to a leak, and the stopper was verified to be properly assembled on the plunger. A device history review was performed for reported lot 2411047, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the both the retained samples and returned syringe, all product was verified to meet required specification and no leakages were observed. It is possible that when filling the syringe, the pressure exerted on the device may create a gap between the stopper and barrel wall. This cannot be verified for the reported incident, therefore a definitive root cause cannot be established at this time. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Circumstances of occurrence / description of facts: while preparing a morphine pca, the nurse noticed that liquid was leaking from the plunger. It was as if the rubber seal around the cone had failed. She had to discard the contents of the syringe and start the preparation all over again. Clinical consequences observed: none for the patient.